Event description:
It was reported that the patient experienced a high blood glucose event of 600 mg dl due to cartridge overfilling multiple punctures not releasing the plunger and limited site rotation and was treated with insulin injections and pump therapy on (B)(6) 2026.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress (editable/can be removed) based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.